Event description:
It was reported that (1) tr45g were used with rpfxb during a cystectomy procedure. It was reported by the rep that the surgeon successfully fired stapler aproximately four times. On the fifth firing across lateral..the instrument closed completely. The firing trigger was pulled but did not close or fire staples. The instrument was opened and taken off tissue. The sixth, seventh and eighth cartridges were fired with no incident. The first four firings were blue cartridges and the fifth thru eight were the green cartridges. There was no consequence to pt.